Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since bleeding occurred during lead placement according to a trajectory planned with the brainlab device, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the results of the brainlab investigation and the information provided by the hospital, no error or malfunction of the brainlab device could be determined, the device worked as intended. The actual path of the lead placed corresponds to the trajectory planned with the brainlab device. The risk that a blood vessel may be hit during lead placement is an inherent risk of the procedure. Iplan stereotaxy already provides corresponding measures, e.g. The probe view which allows the user to verify the tissue penetration path. In this specific case, a blood vessel was apparently not avoided in the planning. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Re-iterate to this customer: appropriate verification of the treatment plan.

Event description:
A minimally invasive surgical procedure for dbs (deep brain stimulation) was performed, whereby the lead (electrode) placement was planned with the aid of the brainlab planning system. During the procedure the surgeon/resident: attached the leksell head frame to the patient's head. Obtained a cranial CT image using the airo scanner. Performed stereotactic localization of the CT image (to establish a head frame-specific coordinate system for calculation of arc settings for planned trajectories). Fused the CT image with pre-operative MRI images which contained two pre-planned trajectories. Performed ac/pc localization (confirmed location of the anterior and posterior commissure (ac/pc) and mid-sagittal plane). Reviewed and confirmed the pre-planned trajectories and wrote down their coordinates. Prepared the patient by making incision and burr hole. Placed the leksell arc system, applied the calculated coordinates and placed the first lead. Was concerned about hemorrhaging as the patient did not respond to lead placement. Closed the incision and obtained a post-operative image that confirmed hemorrhaging (due to a ruptured vessel from lead placement). Fused the pre-operative and post-operative images and confirmed that the lead was placed according to the planned trajectory. According to the hospital, the patient required intubation (instead of monitored anesthesia care) and extended hospital stay. Potential negative clinical effects are not known at this point of time. Also, it is not yet decided if additional surgery and/or other remedial actions are required.